Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. Parent was unable to get blood glucose down with manual injection. Parent took customer to hospital and they were able to get it down. Parent took customer back home, but began getting sick again within 10 minutes of getting home. The parent got the customer back to the hospital where they admitted the customer for diabetic ketoacidosis the customer experienced symptoms such as nausea and vomiting. The customer treated their blood glucose levels with intravenous drip. The insulin pump will not be returned for analysis.